Event description:
Fidelity 8fr. 40cc iab used on a system 98 datascope cs100i with safety disc. The balloon had a blood leak which flowed back into the machine with no alarms. Error print out shows no errors. Pictures are available. We stopped using this single use device but continue to use these balloons.